Event description:
Pt reported obtaining back-to-back blood glucose results of "lo" (< 10 mg/dl) and 112 mg/dl on the active system. At the time the results were obtained, pt was feeling like blood glucose was low. Pt self-treated by drinking orange juice and eating breakfast. No pt injury was reported. The discrepant results were obtained in pt's home. Quality control testing had not been performed on the active system. Technical support requested the return of the suspect product and replacement product was shipped.